Manufacturer narrative:
This report has been identified as event thirty-six of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event 36. Over infusion. Infusion is finishing 12 to 20 hours earlier than intended.